Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 24-apr-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that all cubies were removed from drawer 3-1 while searching for a missing narcotic. A field service engineer (fse) confirmed that the pharmacist reinserted the cubies, they were not recognized. The fse found that the issue was due to the cubies having been released under the cubie map. Once the cubie map was correctly used during reinsertion, the cubies were successfully recognized and were being read properly. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary all the cubies in drawer 3.1 were released and unable to be popped back in as an error message appeared "unexpected load", tried multiple times but the issue persisted. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.